Event description:
As reported by the field clinical specialist (fcs), approximately 3 years and 11 months post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the native aortic position, the patient presented with dizziness and palpitations on exertion. The valve failed due to stenosis with a mean gradient of 46mmhg and thickened leaflets noted. The perceived root cause of the stenosis was calcification. The patient underwent a successful valve in valve procedure with a 26mm sapien 3 ultra resilia valve. Per report, the patient was discharged and is on dialysis.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of calcification was unable to be confirmed based on no medical records provided. According to the technical summary, evaluation of reported complaints of svd-calcification events for the sapien xt, s3, and s3u valves did not confirm any manufacturing non-conformances. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. As such, available information suggests patient factors (chronic kidney diseases) likely contributed to the event as the patient was on dialysis. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.